Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2015. It is further alleged that she suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.